Manufacturer narrative:
(B)(4). The following information has been requested and the following was received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. What is the procedure date? No further information is available. What date did the reaction occur on? 3 weeks after the surgery. What does the reaction look like and how large of an area does the reaction cover? No further information is available. Do you have any pictures of the reaction? No photos are available. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. She has been undergoing treatment by the dermatologist as an outpatient. What is the most current patient status? The patient has been visiting the hospital regularly. Can you identify the product code and lot number of the product that was used? The lot number is unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No further information is available. Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? No sample will be returned. Dermatologist opines there was causal relationship between the product and event. No further information will be provided. Can you please clarify what the treatment with the dermatologist was? (Prescription steroids; antibiotics prescribed) please clarify. No further information is available. No further information will be provided.

Event description:
It was reported a patient underwent a benign total laparoscopic hysterectomy on an unknown date and topical skin adhesive was used. Three weeks after the surgery, the adhesive was still on the wound and a red rash was seen on the skin the patient was diagnosed by a dermatologist with contact dermatitis (B)(6) 2020). The patient has been visiting the dermatologist for treatment as outpatient. A scar remains on the patient. Further details are not provided. No sample will be returned. Additional information has been requested.